Manufacturer narrative:
The anesthesia control board was replaced to resolve the issue. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation and case completed. There was no patient injury.